Event description:
The patient was unable to adjust stimulation. The implantable neurostimulator battery light was off. The patient was seen in clinic. Previous impedance testing had shown that the paddle lead was fractured, which shorted the system, leading to premature battery depletion. Revision surgery was pending insurance approval.